Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seventeen (17) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, is assumed that the image noise error was caused by damage to the image sensor unit or failure of mounted parts on the electrical board due to stress from use, external factors, or handling. And for the issue with glue of the objective lens is peeled off, it is assumed that the defective item is caused by stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event is described in the instruction manual "chapter 3 preparation and inspection 3.6 inspection of the endoscopic system¿. Is confirmed that the inspection method for the suggested event is described in "chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope." In the operation manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the laparo-thoraco videoscope exhibited adhesive peeling of the objective lens tip and tip image noise. There were no reports of patient involvement.